Event description:
The acist injector had been prepared according to standard protocol. When dr flushed the catheter under fluoroscopic vision, noticed that 3-7cc of air was injected. Immediately released the inject button. Pt developed bradycardia and was treated with atropine. Also had to be treated with dopamine and had an iabp inserted. Pt's EKG and clinical signs of ischemia were resolved in approx. 15-20 minutes. Pt recovered without injury.